Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four months post implant, the right atrial (ra) lead was found to have dislodged. The lead was repositioned and remains in use. During the replacement procedure, the lead was reconnected to the implantable pulse generator (ipg) after positioning, and a loss of capture and noisy electrograms (egm) was observed. It was suspected that blood had gotten into the ports, and despite being flushed with saline multiple times, the same issues were observed upon testing. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.